Event description:
As reported, prior to an ureteroscopy lithotripsy (ursl) procedure, the user opened the package of an 'ncircle tipless stone extractor' and found that one end of the basket wire was pulled free from the basket cannula. The procedure was completed without difficulties by using another 'ncircle tipless stone extractor'. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone: (B)(6). E1 - fax: (B)(6). E1 - postal code: (B)(6). G4 - PMA/510(k) # exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.